Event description:
It was reported that, during a dermatology procedure involving electrocautery, the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a thumping sensation in the chest area, similar to phrenic nerve stimulation. During an in-clinic evaluation, it was determined that the crt-p had reverted into safety mode with an estimated seven years of remaining battery life. Technical services (ts) observed that the cautery could have triggered the safety mode and recommended device replacement. Subsequently, this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported outside of the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that, during a dermatology procedure involving electrocautery, the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a thumping sensation in the chest area, similar to phrenic nerve stimulation. During an in-clinic evaluation, it was determined that the crt-p had reverted into safety mode with an estimated seven years of remaining battery life. Technical services (ts) observed that the cautery could have triggered the safety mode and recommended device replacement. Subsequently, this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported outside of the revision procedure. This product has not been returned.